Event description:
It was reported the pt is unable to establish communication between his ipg and external devices and no longer receiving stimulation. It was also reported the pt has not used the system in approximately 6 months. An sjm representative met with the pt and confirmed the issue. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.